Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed and had no image. This rendered the system unusable. There is no report of injury or death associated with the event described in this complaint.